Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: large incarcerated ventral hernia. Postoperative diagnosis: large incarcerated ventral hernia. Assistants: (B)(6), md. Anesthesia: general endotracheal. Anesthetist: (B)(6), md. Operation: laparoscopic repair of a large, incarcerated ventral hernia with gore-tex dual mesh plus measuring 20 cm x 20 cm. Intravenous fluids: 1 liter. Blood loss: minimal. Findings: large defect incarcerated with omentum. Complications: none. Procedure: ¿the patient was brought to the operating room after informed consent was obtained. She was then placed supine on the operating table. A foley catheter was then inserted and abdomen was then prepped with betadine and draped in the usual sterile fashion. A vi drape was applied. A small, transverse incision was made in the left lower quadrant and with an upward retraction on the fascia, a veress needle was carefully introduced without any difficulty. Pneumoperitoneum was attained to a pressure of 15 mmhg using carbon dioxide. Following this, an 11 mm trocar was then inserted using optiview technique. Examination of the abdomen did not reveal any evidence of injury. The liver, however, was noted to be very fatty and large. Following this, two 5 mm trocars were then placed in the left lower quadrant. A 10 mm and 5 mm trocar were also placed in the right lower quadrant; these trocars were placed under direct vision and there was no injury. Using a combination of blunt dissection using harmonic scalpel, the omentum, which was incarcerated in the hernia, was then reduced and excised. Hemostasis was attained using a combination of harmonic scalpel and a clip applier. After the incarcerated omentum was reduced and hemostasis was noted to be adequate, the defect was then measured and a precut gore-tex dual mesh measuring approximately 20 cm x 20 cm was then used to repair the defect. First, four sutures were placed at 12, 3, 6, and 9 o¿clock positions. The mesh was then rolled and introduced into the peritoneal cavity; it was then unrolled and through a separate stab incisions made at 12, 3, 6, and 9 o¿clock positions, the sutures were brought in and these were used to anchor the mesh to the posterior abdominal wall. A tagger was then used to anchor the remaining edge of the mesh to the posterior abdominal wall. Additional sutures were placed in between the previously placed sutures. After hemostasis was noted to be adequate, the trocars were removed under direct vision and there was no bleeding. The fascia of the skin incision was closed using 4-0 vicryl subcuticular stitch and reinforced with steri-strips. After application of sterile dressing, the patient was extubated and taken from the operating room to the recovery room in satisfactory condition.¿ on (B)(6) 2005: (B)(6) medical center. Implant sticker. Dualmesh plus antimicrobial. Lot: 03029133. Item: 1dlmcp07. The records confirm a gore® dualmesh® plus, biomaterial (1dlmcp07/03029133) was implanted during the procedure. On (B)(6) 2007: (B)(6) medical center. (B)(6), md, facs. Operative report. Preoperative diagnosis: bowel obstruction secondary to incarcerated ventral hernia. Postoperative diagnosis: bowel obstruction secondary to incarcerated ventral hernia. Anesthesia: general. Anesthetist: rick. Operation: diagnostic laparoscopy. Exploratory laparotomy. Reduction of incarcerated small bowel. Lysis of adhesions. Repair of ventral hernia. IV fluid: 1 liter. Estimated blood loss: minimal. Findings: small bowel obstruction secondary to incarcerated recurrent ventral hernia. Complications: none. Indications: the patient is a 49-year-old female with history of ulcerative colitis and also lap ventral hernia repair in (B)(6) of 2005, who for a few months has been having abdominal pain that has worsened the last few days. She was seen in (B)(6) hospital and an x-ray and CT scan confirmed evidence of bowel obstruction secondary to questionable recurrent ventral hernia. The patient was transferred to our institution, but I was not able to obtain a copy of the CT. Her examination was not too impressive, as such she was admitted and CT was repeated. Now, there was clear evidence of bowel obstruction secondary to incarcerated small bowel through the defect. Decision was therefore made to take the patient to the operating room. I have explained to the patient the procedure, as well as the risks and benefits. She has agreed to proceed. Procedure: ¿the patient was brought to the operating room after informed consent was obtained. She was placed on the table. After sequential compression device was applied, general endotracheal anesthesia was then induced. A foley catheter was then inserted and her abdomen was then prepped with betadine and draped in the usual sterile fashion. Due to the previous incision and the pain located mostly in the left upper quadrant, decision was then made to gain access to the abdominal cavity through subcostal incision made on the right side. This was deepened through the skin and subcutaneous tissue. With upward retraction, a veress needle was carefully introduced without any difficulty. Water test was performed. Following this, attempt was made to establish pneumoperitoneum. The pressure was high, as such it was then aborted. A midline supraumbilical skin incision away from the previous incision was then made and this was deepened through the skin and subcutaneous tissue. Dissection was continued carefully and using the hasson technique, the abdominal cavity was then entered. The trocar was then inserted and hemostasis was attained. Examination of the abdomen did not reveal any evidence of injury. There was a small amount of ascites that was identified. The small bowel was grossly distended. At this point decision was therefore made to convert to laparotomy. The incision was then extended over the hernia. It was taken carefully until the hernia sac was identified. The hernia sac was then incised and the small bowel content was identified to be above the mesh. The incision was then extended for adequate exposure. With examination, there was evidence of dilated bowel, as well as decompressed bowel above the mesh. The defect was also identified and the small bowel content was reduced. The incision was extended distally down to the fascial edges. The fascia was then incised, connecting the defect that was made when the initial trocar was inserted to the site where the hernia was recurred. It appears that part of the mesh has pulled from the fascia edge. The bowel was then eviscerated and it was then run from the ligament of treitz all the way down to the ileocecal valve. There were a few adhesions distally in the ileum that were lysed. The bowel was run twice and there was no evidence of bowel injury or any evidence of ischemia. The bowel was however grossly dilated. The site of entry in the right upper quadrant was also examined, there was no evidence of injury. The abdominal cavity was then copiously irrigated with normal saline and after hemostasis was noted to be adequate, the fascial defect, as well as the hernia edges were then reapproximated using interrupted figure-of-eight #1 prolene sutures. The site where the hernia occurred was reapproximated by closing the fascia to the mesh. The wound was then irrigated copiously with normal saline and after hemostasis was noted to be adequate, the subcutaneous tissue was then reapproximated in multiple layers using interrupted 0 vicryl suture. The skin was then stapled, followed by a sterile dressing. The patient was then extubated and taken from the operating room to recovery room in satisfactory condition.¿ ??/??/??: [missing records: CT and x-ray performed at (B)(6) hospital showing bowel obstruction and ventral hernia were not provided. On (B)(6) 2007: [missing records: CT performed before the (B)(6) 2007 procedure was not provided.] On (B)(6) 2016: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: large recurrent ventral incisional hernia x 2, symptomatic cholelithiasis. Postoperative diagnosis: large recurrent ventral incisional hernia x 2, symptomatic cholelithiasis. Procedure: repair of recurrent ventral incisional hernia x 2 with mesh, extensive lysis of adhesions and explantation of portion of previously placed mesh with a component separation bilateral transversus abdominis myofascial release, open cholecystectomy. Assistant: laura scott, pa-c. Anesthesia: general endotracheal. Prep: chloraprep. Specimens: gallbladder for pathology, portions of old mesh for pathology. Indications: the patient is a 58-year-old female who is morbidly obese. She has had multiple previous repairs of ventral incisional hernia with mesh, with retained mesh, recurrent hernias, which are large, containing small bowel and intermittently symptomatic. She was also found to have evidence of multiple gallstones within a distended gallbladder and she did have symptoms of upper abdominal discomfort. The indications, risks, benefits, options for intervention were discussed. A component type of separation with a transversus abdominis release procedure and a retrorectus mesh repair were discussed. The risks and benefits of concomitant cholecystectomy were discussed, although mildly increased risk of mesh infection, her abdomen would be deemed mostly nonapproachable after the large abdominal wall reconstruction. Informed consent was obtained. Description of procedure: ¿the patient taken to the operating room and induced with general endotracheal anesthesia. She was prepped and draped in the usual sterile fashion in supine position. Sequential compression boots, foley catheter were placed. The previous midline incision was reentered. The large infraumbilical hernia sac was encountered. The sac was opened. There were multiple adhesions of small bowel and transverse colon to the fascial edges to previous gore-tex tight mesh. These were meticulously taken down. There were multiple metallic anchors of the previous mesh which were sharp. These were removed as well as significant amounts of suture material. The gore-tex mesh was well incorporated to the posterior intraabdominal portion of the posterior abdominal wall and the mesh was left in place in this area. In the midline, where it had rolled up, was redundant, it was excised with the knife. A second hernia defect was identified in the supraumbilical area. Again, there were extensive adhesions of small bowel to the fascial edges which were meticulously taken down using the metzenbaum scissors. The 2 defects were communicated into a single midline defect. Attention was then turned to the upper abdomen. The gallbladder was identified. It was massively distended without evidence of acute inflammation. There were multiple adhesions of transverse mesocolon and omentum to the gallbladder which were taken down using electrocautery. The gallbladder was grasped cephalad and the peritoneum opened along the gallbladder attachment to the liver. This place was taken down using electrocautery to the level of the cystic duct. The cystic artery was clipped and cauterized. The cystic duct was identified. A right angle clamp was placed low on the cystic duct and drawn back to attempt to remove any stones from the cystic duct. Two large weck clips were placed across the cystic duct distally. A right angle placed across the cystic duct proximally and the cystic duct was transected. Gallbladder was removed and sent for pathology. There was no spillage of bile or opening into the gallbladder made. Right upper quadrant was inspected, hemostasis was assured. Attention was then turned back to the hernia repair. The posterior rectus fascia was identified and scored laterally. The posterior retrorectus space was entered and dissection carried out from the suprapubic area to the subcostal area in the retrorectus plane, lateral to the rectus muscle, just at the fusion point, the posterior rectus muscle was scored into the preperitoneal space, allowing release of the transversus abdominis musculature. This allowed good laxity along the muscle. The right side was first approached. The left side was next approached. The previous gore-tex mesh was mobilized as an attachment to the posterior rectus sheath. When adequately mobilized, the area was inspected. Hemostasis was assured. The posterior rectus muscle was closed in the midline using 0 looped pds suture in a continuous running fashion with good approximation along the entire length of the incision. At this point, 2 prolene meshes, 6.6 x 6 inches, were inserted into the retrorectus space. They lay nicely from the upper portion of the mobilization to the lower portion. There were tacked circumferentially to the lateral rectus release area using 0 prolene suture in an interrupted fashion. Superiorly the mesh was tucked behind the midline fascia and anchored to the midline fascia in 2 locations using 0 prolene suture. Inferiorly, the mesh was likewise handled. The 2 sheaths were sewn together along an overlap area, approximately 3 cm overlap was allowed and a running 0 prolene suture was utilized to join the meshes. At this point, the wound was copiously irrigated with antibiotic containing saline, which was allowed to dwell within the wound. Two 10 flat jp drains were placed behind either rectus sheath. The anterior rectus sheath was mobilized from the subcutaneous tissue for a short distance and the anterior rectus sheath was closed using 0 pds suture in a continuous running fashion. There was some mild tension on this layer closure. The wound was then irrigated. There was good hemostasis noted. The skin was closed with skin stapler. Sterile dressing was applied. The patient was awakened, returned to the postanesthesia recovery room in good condition. Estimated blood loss less than 100 ml. Sponge and needle counts correct at the end of the case. No complications immediately.¿ on (B)(6) 2016: (B)(6) medical center. Progress note. Implant sticker. [Implant #1] prolene mesh. [Implant #2] prolene mesh. On (B)(6) 2016: (B)(6), p.c. (B)(6), md. Pathology. Accession #: (B)(4). Final pathologic diagnosis: gallbladder excision: chronic calculous cholecystitis with mucosal cholesterolosis. Abdominal mesh, excision: fibrosis with chronic inflammation associated with synthetic material. Microscopic description: sections of the gallbladder wall revealed mucosal cholesterolosis, modest chronic inflammation and fibrosis with hypertrophy of the muscular layer. There is no evidence of atypia. Sections reveal a synthetic mesh material associated with fibrosis and a foreign body reaction. Specimens received: gallbladder and stones; return stones to patient. Foreign body, extracted abdominal mesh. Pre-operative diagnosis: recurrent ventral incisional hernia, gallstones. Gross description: ¿gallbladder and contents, stones to patient.¿ the specimen consists of a gallbladder sac that is dark green in color, measures 9.5 x 3.5 cm, contains a large number of small black to yellow calculi. The gallbladder duct measures 7 mm in diameter near the point of resection. Opening reveals multiple calculi measuring up to about 1.5 cm in diameter mostly with smooth surfaces. The patient requested the stones and these will be returned. Routine sections are submitted. ¿extracted abdominal mesh.¿ the specimen consists of smooth to rough textured fibrous mesh material measuring 7 x 3 x 1 cm. Representative sampling is submitted, ss. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03029133. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction, mesh pulled away from fascia edge, revision surgery on (B)(6) 2007; mesh rolled up and partially excised on (B)(6) 2016. Additional event specific information was not provided.